Event description:
It was reported that a cartridge alarm occurred during the pumping process. The customer's blood glucose level displayed as "high," and a correction bolus via the pump was performed to address it. The caller was educated by technical support about the proper use of the insulin pump, including warnings about off-label activities and steps for proper cartridge loading. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.